Manufacturer narrative:
(B)(4): approximate age of device ¿ 2 years and 6 months.the replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic with pump off, low speed and low flow alarms while supported by the power module. The patient remained asymptomatic during the event. On (B)(6) 2015, the manufacturer's technical service representatives evaluated the percutaneous lead. An electrical continuity test did not reveal any broken wires. An x-ray of the percutaneous lead did not show any obvious areas of concern. The entire external portion of the percutaneous lead was replaced per request of the health care professionals. The system controller was placed back on a grounded power module patient cable and no alarms reoccurred. Although no alarms recurred, an ungrounded power module patient cable was provided to the patient as the vad team suspected that there could be an internal percutaneous lead issue. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages, as well as low speed and low flow hazard alarms while the patient was connected to the power module was confirmed through the analysis of the submitted log file. Based on the manufacturer¿s past experience and similar reported events, the findings could be indicative of driveline damage; however, there was no damage was identified through the examination of the distal end of the patient's driveline. Approximately 17 inches of the distal end of the driveline was returned for evaluation. A clamshell was present around the metal connector/silicone interface of the driveline. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to visually evaluate the underlying wires. Visual examination of the driveline did not reveal any breaches to the insulation of its wires. The driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A full examination of the entire length of driveline could not be conducted because the patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.